Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Subsequently, the customer experience a rash and nausea. Manual insulin injections were used to address bg. The customer reverted to manual injections for insulin therapy.